Event description:
It was reported that the monday prior the patient went in for a pump replacement and left afterwards. It was reported that everything went fine; however, the patient was experiencing withdrawal, leg spasms, and headaches. The patient was not able to sleep and her chronic pain was not relieved. The patient was taking oral medication but the relief was only temporary. The patient was to return on wednesday to have the wounds looked at, but the patient was in too much pain to make it and went on thursday instead. It was at that time that it was noted the patient did not have a pump anymore. The procedure had actually gone badly. The whole system had been removed without being replaced, because they could not thread the catheter. On sunday, the patient went to the emergency room because she was ¿so bad.¿ they gave her a shot of morphine and some more pain pills. The drug in the pump had been morphine. A follow up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. Product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
Additional information: it was reported that the patient¿s previous pump ¿was starting to fail¿. The pump was supposed to be replaced after five years but the healthcare provider ¿let it go eight years¿. There was nothing wrong with the pump, it was just to the point where it needed to be replaced. The patient was not given additional medication when she left the hospital. The patient started going through withdrawal that night. The next morning, the patient¿s home healthcare nurse came to see the patient. The patient ¿wasn¿t in good shape¿. The patient was given xanax to calm her down and the patient ¿just went into shock kind of¿. The patient took an extra pain pill because the xanax did not help and the patient was in such pain. The patient went to the emergency room (ER) for ¿half the day maybe¿ and was sent home. The patient saw the healthcare provider (hcp) three days later for a follow-up appointment after the ER visit and was given oral morphine. Following the surgery, she started having urinary problems because the hcp ¿cut her in three places, both sides and on the tailbone¿. The patient experienced urinary retention and feeling like it ¿comes on quick¿. The patient was taken to the emergency room again and she saw a urologist. It was noticed that the patient was ¿short on her pain pills¿, so she was put in a psychiatric ward. At the time of the report, the patient had been in the psychiatric ward for a ¿couple weeks¿. The patient was still in withdrawal. It was noted that the reason the patient was short pain pills was because she was trying to get some relief from the withdrawals, but the pain pills weren¿t doing any good. It was reported that they did not want to discharge the patient ¿in her condition¿, without having another physician lined up, as the patient was trying to find a different hcp at the time of the report. At the time of the report, the patient was taking oral oxycodone, morphine and xanax. The hcp wanted to implant a new pump on 6/25/2013, however the patient¿s family member did not trust the hcp. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).